Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a blood glucose value of 278 mg/dl while the cgm displayed a higher reading. The user calibrated the sensor, and the ilet algorithm continued insulin delivery to correct the glucose level. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.